Manufacturer narrative:
The insulin pump received with slightly loose drive support disk, cracked case at reservoir tube window corners, cracked lcd window, broken belt clip slot, cracked battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.\

Event description:
The customer reported that the insulin pump's drive support cap was sticking out. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.